Event description:
It was reported that x-ray revealed externalized conductor. Measurements were normal. The physician will monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was capped and replaced.